Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece had fault tool graft and overheating. There was no patient involvement.

Manufacturer narrative:
Analysis reported that the customer's complaint could not be confirmed. The pre-repair temperature check performed at 80k after 1 minute was 78 degrees fahrenheit for the rear, 90 degrees fahrenheit for the middle, and 92 degrees fahrenheit for the nose. The motor runs rough, there are several kinks in the cable, and the nose bearings, o-rings, release collar, and wave washer are worn. The laser marking on the bur lock thimble was fading. All the parts listed above was replaced. The dot on the bur lock thimble has been redone. All parts have been cleaned. The handpiece has been successfully tested according to manufacturers specifications. If information is provided in the future, a supplemental report will be issued.